Event description:
It was reported that during a disc aspiration of the lumbar spine, a coaxial broke while in the dense tissue of the pt. It broke at the 5th score mark down from the hub. The doctor had to go around the hip and there were some angles and bends to the target site. It broke when he was inserting the biopsy instrument into the coaxial. The coaxial was removed and replaced with another to complete the procedure. No injury to the pt was reported.

Manufacturer narrative:
The sample has been returned; however, eval has not been completed. Based on the info available to date, the results of the investigation are inconclusive and the root cause is unknown.